Event description:
Venipuncture neddle pro device used to connect needle and vacutainer. Device not holding needle tightly so when vacutainer pushed on, needle falls off. Has occurred at testing and admission.